Manufacturer narrative:
The evaluation is yet to be completed. A follow up will be sent within 30 days of this report being sent. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer.

Event description:
Per the attached maude event report #mw5044868, provided from the maude database search on august 13, 2015: (1) the maude event reported, syringe was not calibrated correctly from manufacturer; (2) medication fill was 10ml, however, it appeared in syringe as 8.6ml; (3) withdrew contents to verify correct 10ml volume; (4) measured in graduated cylinder and it was in fact 10ml; (5) discovered from home infusion pharmacist, in home infusion is aware of the issue; (6) dates of use: continuous; (7) diagnosis or reason for use: obtained due to shortage of previously stocked syringes; and (8) no known impact to patient.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The involved device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon the evaluation of the user facility information, and evaluation of current lot samples from different production lines. A visual inspection revealed no anomaly or defects. The syringes were free from deformation and exhibit good graduation print. The current lot samples were further examined particularly on the graduated scale. All the syringes conform to the master sample and print template. Also, there was no misaligned or incorrect printing. Current lot samples were evaluated for the nominal capacity (until 10ml) as per iso 7886-1. Utilizing distilled water as medium, this is to measure the weight and its equivalent volume that the syringe can deliver. All the syringes conform to the set specification and with comparable results. During production in-process inspection, barrel print condition is part of our check item. All samples were visually accepted. The scale markings conform to the master sample. There was no misaligned printing or print discrepancy encountered. Our molding process conducts ipic (initial product inspection check). This inspection check includes barrel wall thickness and roundness. All samples passed. This confirms that inside dimension of the barrel is maintained and controlled to prevent volume accuracy problems. A test was conducted to reproduce the defect using current lot samples. A measured 10ml sterile water from the beaker was aspirated and the volume was checked on the syringe's graduation scale. The volume was confirmed to be 10ml on the graduation scale after aspiration. Lot history files showed no irregularity or machine troubles (during production of this lot) that might lead to the complaint. The barrel printing assembly did not experience any problem and was within the set parameter during production. A review of the complaint files confirmed that there were no previous reports for this product code in the past three years. Prior shipment, qc conducts outgoing inspection. No nonconformity was reported particularly on the graduation scale. The syringe production underwent validation to ensure precise and accurate graduation as per declared volume. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the simulation, the aspirated 10ml sterile water from the beaker was read 10ml on the syringe's graduation scale. No inaccurate volume was encountered as per visual confirmation. We did not encounter a reading of 8.6ml during the simulation. Device not returned to manufacturer.

Event description:
(B)(4).